Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had received failed battery alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer states the pump keeps telling to change the battery. The customer also states the pump did not alarm with replace battery now. The customer was assisted with troubleshooting for failed battery and noticed the customer received failed battery alarm. Advised we will send a replacement battery cap. Advised customer to monitor the pump. Advised to revert to back up plan. The insulin pump will not be returned for analysis.